Event description:
Faulty urinary catheter: foley insertion went in normally, inflated balloon, drained urine. First chemo instilled and dwelled for 90 min. No urine output after releasing the clamp. Foley would not flush; could not deflate balloon. Kink at the "y" connection site (balloon and drainage bag connection site) we had to cut the catheter above the y site. Immediately it drained urine. After draining the catheter just fell out. We inserted a new foley and the patient was able to get 2nd drug.